Manufacturer narrative:
The company representative replaced the solenoid drive board ((B)(4)) and iabp blood detect tubing ((B)(4)). In an unrelated event, the company representative replaced the batteries ((B)(4)) and 5000 hour pump rebuild kit ((B)(4)). The company representative performed preventive maintenance, calibration, functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the unit's condensate removal module (crm) voltage was only 2.4v, when the specification calls for it to be 2.8v + .1v. No patient was involved.